Event description:
Poor labeling - in the same box of 50 some paper cover of the hypodermic safety needle that shows the gauge and needle size were blank. Paper cover of individual magellan hypodermic safety needle - in the same box some had no label and some are label with the gauge and needle size.